Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# n206651001, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 10 mg/ml at 0.6 mg/day via an implantable pump. The indications for use was non-malignant pain. It was reported the catheter fractured. The patient had a bad fall in (B)(6) 2017. The patient didn¿t go through withdrawal immediately but had symptoms of withdrawal about 6 weeks ago. The symptoms included nausea, vomiting, headache and return of pain. The environmental, external and patient factors that may have led or contributed to the issue was reported as fall. The diagnostics and troubleshooting performed was a dye study was attempted, the date unknown. The actions/interventions taken to resolve the issue was a catheter revision. The issue was resolved and the patient status was noted as alive, no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.